Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and wound dehiscence.

Event description:
Patient reported right side infection. Healthcare professional reported "blisters, infections," and "open wounds around the breast area," reported to the office by patient. Device remains implanted.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run associated with the device is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the specified period, was noted 1 outlier in jun/2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: further investigation.

Event description:
Patient reported right side infection. Healthcare professional reported "blisters, infections," and "open wounds around the breast area," reported to the office by patient. Device remains implanted.